Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report.(B)(4). The customer crosschecked with a known working front panel and the issue was resolved. The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; the touchscreen was not working. The customer reported observing a liquid patch on the right bottom of the touchscreen. The customer reported troubleshooting by cleaning the touchscreen externally, but the issue was not resolved. The customer was unable to do touchscreen calibrations, as the screen was nonresponsive. There is no report of patient involvement associated with the event.